Event description:
Complainant alleged that during functional testing the device inappropriately displayed a "replace batteries" message. Complainant indicated that the batteries were replaced and the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.